Event description:
It was reported that the patient's blood glucose level reached 14.4 mmol/l (259.2 mg/dl). The pod was worn between 24 and 36 hours on the leg. It was noted that the pod got stuck on their undergarment causing the cannula to dislodge from the site. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.